Manufacturer narrative:
The accounts biomed found the trend solenoid does not move, but he can hear it hum. The biomed was able to press on the top of the shaft which freed the solenoid and allowed the bed to go into trendelenburg.

Event description:
The account alleged the bed will not go into trendelenburg. The bed will fully rise and then stop.